Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) recorded noise on all three channels, which was oversensed, resulting in non-sustained episodes and pacing inhibition. The patient reported feeling slight dizziness. All lead measurements were acceptable. Noise on the atrial channel, that seemed consistent with myopotentials, could be reproduced with isometrics. Technical services discussed the possibility of electromagnetic interference (emi) and also advised performing an invasive procedure to inspect for proper connections and ensure lead integrity.